Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, the pt complained that her onetouch ultralink meter prompted an unk message rather than a blood glucose result on (B) (6) 2010 at midnight when she tested. The pt reported that it was a 'not enough blood' error although she does not recall the error number. The pt denied being symptomatic before she allegedly passed out at an unk time. Emt was called, obtaining 52 mg/dl around 1 am on (B) (6) 2010 before transporting the pt to the ER where she was treated with IV glucose. The alleged unk message was resolved with training. Since the pt allegedly was unable to obtain a blood glucose result and soon after had to be treated for hypoglycemia after passing out, the complaint is reported. The cca replaced meter, strips, and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.